Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No ramping number on their own or scrolling bar moving anomaly noted. The insulin pump was received with crack on top right corner near display window scratched lcd window, broken reservoir tube lip and broken battery tube threads. Analysis was unable to verify for battery out of limit alarm due to no button response. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 92 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis